Event description:
The customer contact reported the float valve in the soluset in the tubing set did not close when the soluset emptied; subsequently, air was noted in the tubing distal to the soluset. The soluset was being used to deliver an unspecified volume of lactated ringers via gravity. It was reported that after the solution was delivered, it was noted that the float valve in the soluset was stuck to the sidewall and did not close. An unspecified volume of air was noted in the tubing distal to the soluset. No air was delivered to the pt. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not determined. This report represents all the information known by the reporter upon query by hospira personnel.